Event description:
On 1/22/86 an ipp device was implanted. On 8/29/89 the cylinders were revised. On 11/19/96 the ipp device was removed from the pt due to fluid loss. A malleable device was implanted.